Event description:
An olympus representative reported on behalf of the customer that the hd camera head had image noise problem and produced a color bar due to a suspected disconnection. The issue was found during inspection for use in a diagnostic procedure. The intended procedure was completed with another device. There were no reports of delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿suspected disconnection¿ was confirmed while the ¿noisy image¿ allegation was not confirmed. The device evaluation found that the poor image was due to a flooded connector and a failure of the charged coupled device unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, because the "noisy image" allegation was itself not confirmed, a root cause also could not be determined. In regards to the "suspected disconnection" allegation, though the issue was traced to a failure of the charge coupled device, the root cause of that charge coupled device failure could not be established. Olympus will continue to monitor the field performance of this device.